Event description:
It was reported through a service report that the bed extender was not able to properly connect to the bed. Additionally, the bed extender would not properly support the footboard. No adverse consequences reported.